Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. A piece measuring approximately 0.2255¿ x 0.1665¿ was not returned with the instrument. The complaint regarding tip broken was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the prograsp forceps instrument tip and shaft attachment was broken/misaligned. The customer was unable to remove instrument from the arm. An intuitive surgical, inc. (Isi) technical support engineer (tse) supported the customer to use the instrument release kit (irk) to help remove the instrument from the arm as the release buttons would not work. The customer was able to remove the instrument and continue with undocking from the patient. The procedure was completed with no reported injury.